Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0u13h, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient . Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported on (B)(6) 2015 that the symptoms were "not near as bad" as they were prior to implant, but she still had "squirting" of the bladder. The patient had never been programmed and was trained while under anesthesia, so she did not recall training. The symptom was pre-existing, but had continued some since implant. Later, the patient still had "squirting" all day even after increasing stimulation. On (B)(6) 2015, the patient changed programs and continued to monitor and adjust accordingly. Additional information received from the consumer on (B)(6) 2015 reported that the implant set off the security at a retail store. Also, she sat in her recliner and "gushed." The patient had tried program 1, 2, 3, and 4. She was told by the physicians assistant to turn it up until it was felt and then turn it down one. The implant worked for a couple of days but now she was back to gushing again. She had to wear a diaper. Her symptoms never completely came to a stop and the patient did not feel like the implant was working for her. The patient w as back to squishing her legs together just to cough and sneeze. The "moving and stuff" was back again. The patient mentioned that program 1 worked the best. She was going to go back to program 1 and give it another try. If it did not work, she would follow-up with the health care professional (hcp). It was also reported there was a poor communication screen on the patient programmer. It was confirmed that the antenna was secure, it was synced, and this resolved the issue. The patient was able to sync while on the phone and was able to make adjustments to the stimulation. The patient was using the antenna over clothing. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.